Event description:
Additional information received reported that the patient had an MRI in (B)(6) and the healthcare provider was unsure about (B)(6) in regards to the cause for the motor stalls. The actions and interventions taken to resolve the issue was noted as none. The motor stalls resolved and no further actions were taken or planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving bupivacaine (unknown concentration and dose) and dilaudid (unknown concentration and dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient stated they were calling to find out why their pump did a motor stall on (B)(6) 2023 and again last month "for about an hour' and then it turned back on. The manufacturer's patient services specialist (pss) reviewed and redirected the patient to their healthcare provider (hcp). The patient stated they were seeing the "motor stall" on the print out that the hcp gave them. Pss reviewed that the pump was not anticipated to do a motor stall. Pss reviewed electromagnetic interference. The patient stated they did not think they had a magnetic resonance imaging (MRI) around that time. The patient then stated that they did have an MRI about (B)(6) 2023 and the MRI was not related to the device or therapy. The patient stated they were assaulted in (B)(6) of last year 2022 and since the had a lot of pain that the pump was not controlling. The patient stated that the damage done be the assault may lead to paralysis from the chest down. Pss reviewed the pain that the pump was implanted for was being covered. The patient stated that their healthcare provider (hcp) said the pump may not cover the new pain from the assault, which was higher on the spine then where the catheter was implanted. The patient stated the hcp told them that the MRI showed no issues with the catheter placement or catheter itself. The patient stated the hcp said they could do injections for the pain the patient was having from the assault. The patient stated that they were considering having the pump removed since it was not covering the pain from the assault. The issue was not resolved and the patient was redirected to their hcp.